Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 2 other complaints reported in the lot number. Please be aware that the sample is available for return in the clinic, but there are export restrictions of medical devices from (B)(6) for indefinite period and currently the sample can't be exported from the country and delivered to ms, non qualified ovd. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional reported that during a surgery the scratch/membrane of around 4 mm was noted on the lens. It was hard to separate from the back surface of the iol and the trace in the form of a crease will remained on the iol. Additional information has been requested and received stated that the surgery was completed and iol was not explanted, there was no surgical intervention, there was no patient harm, and the patient current condition is good.

Manufacturer narrative:
A qualified lens and handpiece were indicated. The viscoelastic indicated is not qualified for use. No determination can be made without physical evaluation of the complaint sample. The account indicated the use of a non-company viscoelastic. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).